Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that an error message displayed during creation of the side cut in the right eye. The system was rebooted and procedure completed. During flap opening it was noted that the side cut was incomplete. The surgeon used a needle to open the flap. The procedure was completed without harm to the patient.

Manufacturer narrative:
A company representative noted that the system settings, laser energy, and operating room conditions were all within recommended parameters. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).